Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The customer evaluated the device and seeking part number only, for the power supply. Therefore the reported condition could not be duplicated.the product support engineer (pse) provided part numbers for the power supply and wiring harness along with central processing unit (cpu) printed circuit board (pcb).no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator generated a ventilator inoperative condition. The ventilator was not in use on a patient. The event date was not specified; estimate used.